Manufacturer narrative:
Date recv'd by MFR: 23apr2020. The user interface (ui) assembly was returned for analysis. A visual inspection of the ui assembly revealed no damage or contamination. During testing, it was determined that there was a burnt out cathode fluorescent lamp that caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03feb2020. B4: (B)(6) 2020. The customer reported that they had repaired the unit; by "replacing the front". No additional details were provided. It was later confirmed t hat there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17dec2019.

Event description:
It was reported that the unit had a dim display and broken rear foot. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.